Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of leaks from the reservoir. The customer's blood glucose reading was 86 mg/dl. The customer stated that the reservoir leaked when she filled it yesterday. The customer stated that there was a strong insulin smell. The customer stated that the leak is at the bottom of the reservoir. The customer was unable to troubleshoot during the time of call. The customer was advised to call back to troubleshoot.